Event description:
It was reported that the prograsp forceps instrument cable became loose during the case. No patient harm, adverse outcome or injury was reported. On (B)(4) 2012 the instrument was returned for failure analysis. Failure analysis showed a piece of the instrument was missing and the customer was contacted with this information. The initial reporter indicated that it is not known whether the fragment fell into the patient. The initial reporter confirmed that the patient has not develop any complications. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Customer initially reported loose cable. However for clarification, the nonconformance was a broken pitch cable. Based on this, the complaint was confirmed. Clevis does not exhibit any damage or wear marks but cable segment that contains the crimp is missing. Instrument was returned expired. Additional observation not reported was superficial abrasions on the main tube. No material is missing.